Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was not received for evaluation. Reserve samples for this lot were visually examined and the solution volume and solution composition were tested with no abnormalities noted. The manufacturing and testing records were reviewed with no issues noted. The pre-treatment of cationization had been switched to another machine affecting this lot. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are: characteristics of blood e.g. Red blood cell fragility, bacterial contamination, excessively cooling, and filter clogging.